Manufacturer narrative:
The pad device was installed on (B)(6) 210. On (B)(6) 2010 there were 7 manual self tests of less than 2 minutes duration. The device then performed to specification up to (B)(6) 2011, during this time there were 13 manual self tests. Between (B)(6) 2011 there are multiple manual power ups but the pad-pak is then removed. On (B)(6) 2011 a pad-pak is re-installed. This process is repeated twice more until (B)(6) 2012. Multiple manual power ups would indicate the device was switching itself on automatically. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multiple-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.